Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, stent dislodgement occurred. A non-bsc 7 fr al1 guide catheter, a non-bsc 300 cm guide wire and guide liner were advance through the right femoral artery (rfa). The de novo, chronic total occlusion target lesion was located in the severely tortuous and heavily calcified right coronary artery (rca). The lesion pre-dilated with non-bsc several balloons (1.5mm, 2.0mm and 3.0mm) as it was a very difficult lesion to pre-dilate. A taxus liberte' 2.75x38mm stent was advanced through the guide liner and much resistance was met and physician used significant force. The stent delivery system (sds) and the guide liner were removed from the patient. The physician feels a stent strut may have lifted when advancing sds through the guide liner because as the sds was re-advanced without the guide liner, the stent dislodged in the proximal rca. The delivery balloon was advanced into the stent, dilated to 2atms and used to retrieve the stent. The physician pulled the stent back into guide catheter, deployed the stent within the guide catheter and then removed all devices from the patient. It was then attempted to advance a taxus liberte 2.5x12mm across the lesion site but this was also unsuccessful. The procedure was aborted. No patient complications were reported and the patient status is reported as fine.

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, stent dislodgement occurred. A non-bsc 7 fr al1 guide catheter, a non-bsc 300 cm guide wire and guide liner were advance through the right femoral artery (rfa). The de novo, chronic total occlusion target lesion was located in the severely tortuous and heavily calcified right coronary artery (rca). The lesion pre-dilated with non-bsc several balloons (1.5mm, 2.0mm and 3.0mm) as it was a very difficult lesion to pre-dilate. A taxus liberte' 2.75x38mm stent was advanced through the guide liner and much resistance was met and physician used significant force. The stent delivery system (sds) and the guide liner were removed from the patient. The physician feels a stent strut may have lifted when advancing sds through the guide liner because as the sds was re-advanced without the guide liner, the stent dislodged in the proximal rca. The delivery balloon was advanced into the stent, dilated to 2atms and used to retrieve the stent. The physician pulled the stent back into guide catheter, deployed the stent within the guide catheter and then removed all devices from the patient. It was then attempted to advance a taxus liberte 2.5x12mm across the lesion site but this was also unsuccessful. The procedure was aborted. No patient complications were reported and the patient status is reported as fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with no stent attached. The balloon was returned partially inflated. A recommended size product mandrel (0.015 inch) was inserted with no issues noted. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).